Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 380 mg/dl. Upon troubleshooting with tandem technical support, air bubbles were observed in the infusion set tubing. Reportedly, the cartridge was changed to address the issue